Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the lower left of touchscreen was not responding. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was failed. A field service engineer (fse) changed all in one, reinstalled all network drivers and the hospital network provided a new internet protocol address through a dynamic host configuration protocol. The fse failed to login and access the network and identified that the facility was utilizing ip address with mac address reservation. The fse then reinstalled the customer original aio and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the lower left of touchscreen was not responding. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.